Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 is forcefully torqued against resistance, damage such as a fracture may occur. The root cause of resistance could not be determined. Evaluation of the returned catrx revealed catheter was fractured. This is likely the reported kink. If the catrx advanced against resistance or otherwise advanced at an extreme angle, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. The root cause of resistance could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02247. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02247

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the tibial artery using an indigo system aspiration catheter 7 (cat7), an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath and a guidewire. During the procedure, the physician completed two passes in the sfa using the cat7 and the sheath. Subsequently, while advancing and torquing the cat7 during the third pass, the physician broke the cat7 near the hub. Therefore, the cat7 was removed. Next, while advancing a catrx over the guidewire through the guidewire lumen to the tibial artery with aspiration for the first pass, the physician noticed there was no flow. Subsequently, the physician decided to remove the catrx to check if it was clogged. Upon removal of the catrx, the physician noticed that the distal tip of the catrx was kinked. Therefore, the catrx was not used for the remainder of the procedure. The procedure was completed by performing a balloon angioplasty in the target vessel. There was no report of an adverse effect to the patient.